Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced hyperglycemic event and required medical attention. Patient reported that on (B)(6) 2014 patient was very confused due to his high blood glucose levels and only put one reading into his cgm during a span of two hours. As a result, he did not receive readings and he was too confused to put another blood sugar reading in. Patient went to the hospital and by the time he arrived his blood sugar was around 200. Patient stated that during his hyperglycemic event his blood sugar was between 400 and 600. Patient received a MRI and lab tests before he was released. Dexcom technical support informed patient to enter two blood glucose measurements at start up. At the time of the call, patient reported feeling better.